Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading went up to 500 mg/dl. The customer had treated with boluses but the blood glucose did not come down. The customer pulled out the infusion set and manually primed and saw than insulin did come out. The insulin pump passed the displacement test and the self test. The customer was advised to monitor the issue and call back if needed.